Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited error code e315. An engineer was at the site and the issue seemed to be resolved. Customer then reported two further error codes that occurred over the weekend. The unspecified procedure was had a short delay and was completed using the same device. There was no report of patient harm or adverse events.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection, and the e315/no image malfunction was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.